Event description:
The customer reported that the pump had an alarm. Troubleshooting was performed. Instructed the customer on proper connection technique. During the call the customer stated that they were hospitalized for high bgs and dka. The customer mentioned having possible lung infection and cannula slightly bent. Testing could not be completed due to the alarms.